Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is wearing the pump supplies for more than 3 days. Tandem clinical support informed customer that wearing the pump supplies for longer than three days, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned